Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the detect and treat test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon receipt from the field the monitor failed the detect and treat test. A root cause investigation for the test failure is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.